Event description:
It was reported that the supra ventricular tachycardia (svt) electrocardiogram (egm) is viewable, however, the counters do not show an svt episode. Ventricular tachycardia (vt) zone is programmed off and svt was within the vt zone. The egm is found under monitored episodes. This was confusing to nurse. The nurse feels strongly that the counters need to reflect any episode with a stored egm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).